Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The patient experienced bleeding at the time of insertion. The sensro was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The site was bandaged, and the patient took unspecified antibiotics. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event as the patient was not prescribed antibiotics.

Manufacturer narrative:
(B)(4). 3004753838-2022-107801 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.